Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced prolonged hyperglycemia with a reported value of 290 mg/dl after treating a continuous glucose monitor (cgm) low alert with four glucose tablets and then eating a meal shortly afterward, while using an ilet system with an inset infusion set on the right abdomen and an fsl3+ cgm. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included the need for medication intervention of carbohydrate tablets. Investigation included communication with the patient and analysis of information provided. Investigation of this case revealed no device problem and identified a usage issue due to improper or incorrect method, with no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.